Event description:
A customer reported having intermittent suction. The unit had to be switched out for the case to be completed. Additional info has been requested. Additional info was received from the assistant head nurse reporting that the case was able to be completed. The system was switched out to complete the following cases. There was no pt harm and no delays reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The pressure/vacuum manifold was replaced for diagnostic purposes. The system was then tested and met all product specifications. A sample has been received and in-house testing is in progress. Investigation including root cause analysis in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).